Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during gastroscopy and dilatation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the cre balloon was unable to pass through the working channel of the scope. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the exit marker to be loose on the catheter and not alongside the balloon, therefore this is now an MDR reportable event.

Manufacturer narrative:
The patient was reported to be over 18 years old. Investigation results of exit marker loose and not alongside the balloon. A visual examination of the complaint device revealed the wing tool was not present, however, the balloon was wingfolded. The catheter was inspected and no anomalies were noted. The exit marker was found to be loose on the catheter and not alongside the balloon. The catheter could not be inserted into the scope due to the loose exit marker. Based on the condition of the returned device, the reported failure of catheter difficulty advancing was confirmed. The exit marker coming loose and detached is consistent with forcible catheter insertion into the scope. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.